Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was removed and the rear upper label was missing. A piezo function test was performed and it was found that the piezo was functioning properly with no distorted sound. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the issue was found during testing, there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump's piezo was distorted. There were no injuries or adverse events reported.